Event description:
It was reported that: the patient experienced pain and swelling. The patient had an unanticipated revision surgery of the right hip.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption #(B)(4), granted to stryker by FDA on (B)(4) 2013.

Event description:
It was reported that: the patient experienced pain and swelling. The patient had an unanticipated revision surgery of the right hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular stem. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.